Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4) software analysis determined that the archive had 1 CT and 2 mr exams. One touch registrations was present with 2.1mm error metric. This registration was performed with CT as reference and mr-1 merged. Six application session logs were present for the incident reported date. User did merge on CT mr-1 in the first session, performed touch registration few times and finally achieved error metric of 2.1mm. Observed a segfault in qmlguiservice(libnvidia) after sometime when the user was in navigation task. Crash was observed while invoking qsgbatchrenderer::renderer::unmap function. This issue is consistent with a known software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. During a procedure, registration was lost after the surgeon wanted to load a different MRI exam with the merged CT + MRI exams. When the manufacturer representative went back to the exams, selected the other MRI exam, and then went back to navigation, the previous registration did not appear. The CT exam was the reference exam during the original registration. Troubleshooting also included attempting to select the previous registrations button without resolution. Another attempt was made to deselect all the mris and proceed with only the CT scan selected. This action skipped the merge screen and went straight to registration. The original registration was then available. The back button was then selected and the mris were selected as additional exams to the CT reference exam. The exams were merged and the original registration was available. The issue resolved during the call. The procedure type, delay, and patient outcome were pending request. Additional information was received from the manufacturer representative. It was reported that the issue occurred during a tumor resection procedure. There was no delay to the procedure and no impact to patient outcome.